Manufacturer narrative:
H3: product analysis of the console found that the customer complaint could not be confirmed, however the console failed the patient module connector communication reverse orientation test, the software present is v1.7.5 and the muting probe connector on the eic board was broken. Product analysis of the patient interface found that the customer complaint can be confirmed, stim 1 positive lead connector was loose from the afe board. The top lid and lower enclose are cracked and the batteries are more then 2 years old. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console was displaying wrong signals and simulations. The nim was making noise even when not touching or simulating the nerve. They verified the electrodes with the button on the console¿s screen and all was ok, so they removed the electrodes on the patient interface, but it was still not working. A replacement device was used to complete the procedure. There was no patient impact.